Event description:
It was reported that during a coronary stenting treatment procedure stent damage occurred. The lesion being treated was located in the distal a saphenous vein graft (svg) to a right coronary artery (rca). After pre-dilatation with an unk 2.0x9mm balloon, the physician attempted to place a 3.0x12mm liberte stent and was unable to cross the stent. After the device was withdrawn, the physician noticed stent damage. The procedure was completed with another 3.0x12mm liberte stent and a 4.0 liberte stent was successfully placed with no harm to the pt. No pt injuries or complications were reported. Pt status reported as "ok".